Manufacturer narrative:
(B)(4). Analysis of the extension model 37085, (B)(4) showed a non-standard non-conformance. The outer insulation was severely twisted on the proximal segment. All conductor wires were broken approximately 3 cm from the proximal end of the extension, due to overstress/damage. All circuits were open. Analysis of the extension model 37085, (B)(4) showed a non-standard non-conformance. The #0 and #1 conductor wires were broken approximately 3 cm from the proximal end of the extension due to overstress/damage. The outer insulation was severely twisted on the proximal segment. The #0 and #1 circuits were open. The #2 and #3 circuits had acceptable continuity, with no shorts - dry.

Manufacturer narrative:
Concomitant medical products: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3389s-40, lot# v484000, implanted: (B)(6) 2011, product type: lead; product ID 3389s-40, lot# v561099, implanted: (B)(6) 2011, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4). Analysis of the extensions found extension body, conductor broken, overstress damage. #0 and #1 conductor wires were broken approximately 3cm from proximal end due to overstress/damage, all conductor wires were stretched, #0 and #1 circuits were open, #2 and #3 circuits continuity was acceptable and there were no shorts-dry, outer insulation severely twisted on the proximal segment, and product segmented for extension nkn014234v. All conductor wires were broken approximately 3cm from proximal end due to overstress/damage, all conductor wires were stretched, the body of the insulation was cut through, product segmented, outer insulation was severely twisted on the proximal segment, and all circuits were open for extension nkn014233v. Analysis findings were also updated.

Event description:
Additional information received from the healthcare professional reported extension migration. The patient had complained of pulling and or bowstringing of the extensions on the left side of her neck. There was coiling of the two extension wires with appearance typical of twiddlers syndrome. The patient had required in-patient hospitalization.

Event description:
It was reported on (B)(6) 2011, that the patient experienced a lack of therapeutic effect in both legs. The patient took "a little more" sinemet than what was prescribed, in order to help with the symptoms. The patient, then, received assistance from the physician and the patient's concerns were resolved. The patient was instructed to turn the device on and off. It was reported on (B)(6) 2011, that a corsage pin was stuck into the patient's skin, right over the implantable neurostimulator. There were no adverse effects noted or seen. It was later reported that the patient's physician was not aware of the corsage pin event, but the patient did have pain in the neck, over the lead/extension connection, and in the occipital region on (B)(6) 2011. The pain was treated with medication. The pain became worse over the next several weeks. The patient's symptoms also became worse, with a decrease in efficacy, during that time. The patient was, then, seen by the physician and felt that the extensions were "pulling" on the left side of the neck. An impedance check was performed on (B)(6) 2011, and it was found that all readings were high. A previous impedance check on (B)(6) 2011, showed that all readings were less than 4,000 ohms. Following an x-ray, the patient's extensions were found to be twisted - which also included the distal part of the lead - in the patient's neck and at the device site. The patient denied "playing" with the system and wires. The extensions were replaced and a subsequent impedance check showed all reading to be "a little high," but there were no readings greater than 5,600 ohms. The patient recovered "nicely," without sequelae, and with a return of efficacy.